Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin syringe. The customer reports, "he was drawing insulin up into the barrel of the syringe and as he was taking the syringe out, the needle remained in the insulin container." The customer also reports " the needle have a hook on the end of them and says the needles are set at an angle after removing the cap."